Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a (B)(6) year-old chinese female patient. Medical history was not provided. Concomitant medications included acarbose, metformin hydrochloride, and insulin glargine, all for unknown indications. The patient received human insulin (rdna origin) (humulin r, 100 iu/ml), through a cartridge via a reusable pen (humapen ergo ii), thrice daily (12 iu in morning, 8 iu at noon and 11 iu at night), subcutaneously, for the treatment of diabetes mellitus, beginning in 2003. Since 2016 or 2017, she noticed that the soft touch of her hp ergo ii was peeling off (pc (B)(4), lot no. 1104d02). On (B)(6) 2018, while on human insulin treatment, she was hospitalized to regulate blood glucose (no values, units or reference ranges were provided). The doctor advised her to switch to use insulin lispro series insulin, and the human insulin therapy was discontinued on the same day ((B)(6) 2018). No further details of hospitalization were given. Information regarding corrective treatment and outcome of the event was not provided. Human insulin therapy was discontinued. The operator of the hp ergo ii and his/her training status were not provided. The hp ergo ii model duration of use and the reported hp ergo ii duration of use were not provided. The suspect hp ergo ii was continued and its return status was not provided. The reporting consumer did not know if the event was related to human insulin drug. The reporting consumer did not provide a relatedness assessment between the event and hp ergo ii. Edit 18dec2018: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a 43-year-old chinese female patient. Medical history was not provided. Concomitant medications included acarbose, metformin hydrochloride, and insulin glargine, all for unknown indications. The patient received human insulin (rdna origin) (humulin r, 100 iu/ml), through a cartridge via a reusable pen (humapen ergo ii), thrice daily (12 iu in morning, 8 iu at noon and 11 iu at night), subcutaneously, for the treatment of diabetes mellitus, beginning in 2003. Since 2016 or 2017, she noticed that the soft touch of her hp ergo ii was peeling off (B)(4). Lot no. 1104d02). On (B)(6) 2018, while on human insulin treatment, she was hospitalized to regulate blood glucose (no values, units or reference ranges were provided). The doctor advised her to switch to use insulin lispro series insulin, and the human insulin therapy was discontinued on the same day (B)(6) 2018). No further details of hospitalization were given. Information regarding corrective treatment and outcome of the event was not provided. Human insulin therapy was discontinued. The operator of the hp ergo ii and his/her training status were not provided. The hp ergo ii model duration of use and the reported hp ergo ii duration of use were not provided. The suspect hp ergo ii was continued and was not returned to the manufacturer. The reporting consumer did not know if the event was related to human insulin drug. The reporting consumer did not provide a relatedness assessment between the event and hp ergo ii. Edit 18dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10jan2019: additional information received on 10jan2019 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 10jan2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient reported experiencing abnormal blood glucose while using a humapen ergo ii device. No device functionality issue was reported. The device was not returned to the manufacturer for investigation (1104d02, manufactured april 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.